Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the following information was erroneously omitted from the initial report sent on (B)(6) 2020: the patient's capsular contracture was baker grade iii-IV. Manufacturer¿s reference number: (B)(4). The capsular contracture was baker grade iii-IV.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic caucasian female patient, who's undergone breast augmentation revision with two 450cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade iii), post-procedure. The breast was also described to be hard to touch, has pain occasionally, and has asymmetry. As a result, the patient was scheduled for unilateral implant explantation and replacement with an unspecified implant on (B)(6) 2020.